Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a damaged fiber optic connector. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site email:(B)(6) name: (B)(6), mail ID: (B)(6), occupation: bimedical engineer)).

Event description:
N/a.